Manufacturer narrative:
(B)(4). D10: cat: 30124006 lot: 65323993 40mm i.d. Size f high wall liner. Cat: 650-1058 lot: 3111577 cer bioloxd option hd. Cat: 650-1066 lot: 3111783 cer opt type. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to severe pain and failed implants. Patient experienced pain, weakness, trochanteric bursitis, and possible iliopsoas tendinitis. The shell was retained and all other implants revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided. Review of the available records identified the following: patient had a initial tha. Subsequently, patient began experiencing pain and weakness with resisted right hip flexion sitting at 90 degrees. Bursitis and iliopsoas tendinitis noted and relief with injection. Pain along right groin. Patient had a revision due to failed implants and severe pain. Iliopsoas tenotomy noted. Cup was well fixed and no loosening observed. Liner, stem and head were explanted. No other complications noted. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.